Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 1st day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms of foaming on the mouth, and a loss of consciousness. The ambulance was called and upon arriving, the customer was administered glucose via IV for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 1st day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms of foaming on the mouth, and a loss of consciousness. The ambulance was called and upon arriving, the customer was administered glucose via IV for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction as the section g3 (date received by mfg) subsequently captured in the report emdr-250666 was deemed to be invalid.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 1st day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms of foaming on the mouth, and a loss of consciousness. The ambulance was called and upon arriving, the customer was administered glucose via IV for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This report serves as a correction as the section h4 (device mfg date ) subsequently captured in the report emdr-265488 was deemed to be invalid.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 1st day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms of foaming on the mouth, and a loss of consciousness. The ambulance was called and upon arriving, the customer was administered glucose via IV for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.